Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted and migration have been ruled out as potential root causes. The transmitter assembly associated with the complaint was returned for investigation. Investigation of the device was unable to replicate the alleged issue. Although the investigation did not replicate the alleged issue, the investigation found the rf connector was damaged due to improper/inadequate design. The sma rf connector solder joints to the pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. In addition, the investigation found a damaged component as l12 was broken. A potential cause could be dropping the device onto hard surface. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended. Refer to issue-2025-0004 for additional investigation details and risk assessment for broken l12. Refer to CAPA-2024-0020 for additional investigation details for the broken rf connector.

Event description:
The patient reported receiving zapping/shocking sensations from their transmitter assembly when they sit up or bend down. The patient was provided a loaner transmitter assembly and has been doing great.